Event description:
The manufacturer became aware of an allegation of ds2 adv auto CPAP device is completely black, but the machine turns on. The device was returned to a third- party service center for evaluation. During the evaluation of the device, the device they found that the device pca burnt. Error codes are found on the device. In addition, pollution reusable pollen filter was observed. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.